Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The device was manufactured over 10 years ago. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to repeated use for a long period of time or a strong impact during transportation. If additional information becomes available, this report will be supplemented.

Event description:
The user found the following. A screw came off. All components near the main lamp were damaged. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.